Manufacturer narrative:
Additional information: b5, g3, h6 correction: d9, PMA / 510(k) # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, a total of four ablations were performed using the unit, but in each case, a break occurred after 2¿3 minutes, and the temperature only reached the 60-degree range and did not rise sufficiently. The resistance value was about 160 ohms before injecting 5% dextrose solution and about 190 ohms after injection. The highest temperature out of the four attempts was 68 degrees, but there was no feeling of bubbles appearing on the echo. During the fourth ablation, due to the previous ablation failure, a backup generator had been prepared, so the generator was replaced with an alternative device, but the same condition. The procedure was ultimately switched to a partial resection.

Manufacturer narrative:
D10 concomitant product: rfagenj, rfagenj jp rf ablation system x1 (serial#(B)(6)) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during an ablation procedure, a total of four ablations were performed, but in each case, a break occurred after 2¿3 minutes, and the temperature only reached the 60-degree range and did not rise sufficiently. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, a total of four ablations were performed, but in each case, a break occurred after 2¿3 minutes, and the temperature only reached the 60-degree range and did not rise sufficiently. The resistance value was about 160 o before injecting 5% dextrose solution and about 190 o after injection. The highest temperature out of the four attempts was 68 degrees, but there was no feeling of bubbles appearing on the echo. During the fourth ablation, due to the previous ablation failure, a backup generator had been prepared, so the generator was replaced with an alternative device, but the same condition. The procedure was ultimately switched to a partial resection.

Manufacturer narrative:
D10 concomitant product: rfagenj, rfagenj jp rf ablation system x1 (serial# (B)(6)); rfapac, rfapac rf ablation component set x1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.